Event description:
It was initially reported to boston scientific corporation on november 13, 2008, that a multibite single-use biopsy forceps was used during colonoscopy procedure performed on (B) (6), 2008. According to the complainant, the forceps would not open, which resulted in the inability to retrieve a biopsy specimen. The procedure was completed with another multibite single-use biopsy forceps. There were not pt complications as a result of this event. This event has been deemed a reportable event based on the investigation results; pullwire broken.

Manufacturer narrative:
(B) (4): (open, failure to). A visual exam of the returned device found that the pulled wire was protruding from the cutters. In addition, a closer inspection of the distal end revealed that the pull wire was not welded to the closing tube. The most probable root cause is a manufacturing issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no add'l complaints exist for the specified lot. (B) (4).